Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the crossbrace broke at the hole in the center, the crossbrace that starts at left hip.